Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. The stent was damaged at its proximal end. A strut on the most proximal row was raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Following predilation with a 2.0x15mm emerge¿ balloon catheter, a 2.25x12mm promus premier¿ stent was advanced but failed to cross the lesion. The device was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent damage.